Event description:
It was reported, that the patient was discharged from the hospital with a catheter and it was removed the next day. Post op, he "experienced pain and bleeding with urination often urinating up to 35 times per day, until the physician was able to control the symptoms with medication. The healing process, which took over five weeks impacted his sleep and daily activities". He finds the situation stressful.

Event description:
It was reported that during a procedure, error message fiber port overheat occurred repeatedly. The customer was unable to clear the error that occurred. The case was stopped. "The doctor plans on bringing the patient back at another time." Patient outcome ¿ok¿ reported.

Manufacturer narrative:
(B)(4). System analysis/service repair on (B)(6) 2015: the reported "(B)(4)/fiber port overheat" issue was noted in log files which showed multiple fiber port overheat and verified with customer that multiple fibers (different lots) were used before case was cancelled. Replaced resonator and verified alignment and power settings in applications mode at 20, 30 and 40 watts coag and 80, 120 and 180 watts in vapor. Machine performs to manufacturing specifications. Removed and returned resonator s/n (B)(4) - installed resonator s/n (B)(4). Field return-resonator (s/n (B)(4)). Incident description: fiber port overheat. Coupler lens was burnt. Coupler cable assy was burnt. Pins were corroded on coupler cable assy. Action performed on (B)(6) 2015: replaced coupler lens (lot# 73643/73644) with holder, coupler cable assy and desiccant. Repeated power and completed new test report.